Event description:
The customer reported "at the end of the transurethral resection of the prostate, an irrigating fluid was introduced and an audible explosion occurred. A tear on the bladder was noted. The lesion has repaired by laparotomy." It is suspected gases by electrosurgery associated with external air present explosion risks.